Manufacturer narrative:
Concomitant product: pli 10 444sp02012 444sp02012 12ch adt ty-care exel x10 21l0527fax pli 20 444sp02012 444sp02012 12ch adt ty-care exel x10 21l0527fax pli 40 444sp02012 444sp02012 12ch adt ty-care exel x10 21l0527fax pli 50 444sp02012 444sp02012 12ch adt ty-care exel x10 21l0527fax pli 60 444sp02012 444sp02012 12ch adt ty-care exel x10 21l0527fax pli 70 444sp02012 444sp02012 12ch adt ty-care exel x10 21l0935fax. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when testing with a test lung before starting the ventilator, there was a leak noted on the six devices. There was also a crack in the y-piece region (on the ventilator side). There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: e1 (remove "unknown" in initial first and last name), g2 (distributor) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the product was on original opened packaging. Leakage test was performed and result was fail. The connectors were dimensionally inspected, and all the measurements were inside their specification limits. It was reported that there was a leak noted on the device and there was also a crack in the y-piece region (on the ventilator side). The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when testing with a test lung before starting the ventilator, there was a leak noted on the seven devices. There was also a crack in the y-piece region (on the ventilator side). There was no patient injury.